Event description:
Custome tested blood glucose in the morning and received a result of 120mg/dl. 1 hour later pt collapsed at the bus stop. The customer went to the hosp where they were admitted. The customer received an IV. The doctor decided their condition was a combination of high blood sugar and a recent change in diabetic medicine. Controls were expired. A request was made for the return of the suspect device and replacement product was sent.